Event description:
The manufacturer received information alleging a ventilator's lcd screen was not working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 30, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's lcd screen was not working. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. Upon assessment, the manufacturer observed that the display was not functioning. The manufacturer's service center confirmed the customer's allegation. After completing the necessary repairs, the unit was verified to be functioning properly and was returned to the customer in good working condition. Sections d8, d9, h2, h3 and h6 has been updated in this report.